Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock for supraventricular tachycardia (svt) which degraded the patient's rhythm to ventricular fibrillation (vf), with resulting syncope. The device did successfully convert the patient out of vf. Reprogramming of the device zones and therapy was completed to attempt to prevent further events. No further adverse patient effects have been reported.